Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip after removing it from the packaging and before use. The following information was provided by the initial reporter: "upon visual inspection of the IV catheter when removed from the outer package, the tip of the IV catheter was noted to be bent and had a small piece of what appeared to be plastic on the tip of the catheter. The needle was retracted and the small bit of material that was on the end of the catheter was felt by the user and this piece came loose from the catheter."

Manufacturer narrative:
Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue or to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip after removing it from the packaging and before use. The following information was provided by the initial reporter: "upon visual inspection of the IV catheter when removed from the outer package, the tip of the IV catheter was noted to be bent and had a small piece of what appeared to be plastic on the tip of the catheter. The needle was retracted and the small bit of material that was on the end of the catheter was felt by the user and this piece came loose from the catheter."